Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that 'every time' they look at their controller, they see that stimulation is off. Agent reviewed use of on/off button and that stim will be off if ins battery is low. Pt stated that the other day, the ins battery was completely down and they totally forgot about the stim on/off button. Pt was able to turn stim back on and agent reviewed use/function of the devices. Controller was 100% and ins was at 90%. The troubleshooting steps taken on the call resolved the reported issue. At the end of the call, pt mentioned that 'last time the guy' said they were going to have the stimulation on for 5 seconds and then off for 5 seconds to try to make it last longer. Pt stated the ins should be charged for 4-4.5 days but now, ins charge is lasting 3 days. Agent reviewed ins battery depletion information. Pt stated they think this is happening because they 'took it up a couple notches' to 3.2 because their left leg, knee, hip, groin area has really been hurting and feels a sharp pain. Pt stated their leg stiffens and they cannot walk, sit, or lay down and they want to 'cut their leg off'. Pt stated they do not think this leg issue is related to the device. Pt stated they have already called the healthcare provider (hcp) office but, they have not heard back yet. Pt stated they do not want to overdose on their pain meds. Pt has appointment with the hcp on the 21st. Pt stated they are going to try calling the hcp office again.